Manufacturer narrative:
A4. Weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, a patient was transferred from an outside hospital with the sterile sleeve disconnected from the access site. A transparent dressing had been applied over the affected area; however, a portion of the catheter was reported to be exposed. The device was not removed due to the reported condition and continued to provide support. It was additionally reported that the user facility expressed concern regarding the durability of the sterile sleeve. The patient was subsequently weaned from support and the device was explanted. The explant was not considered premature and was unrelated to the reported condition. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury or patient harm were reported in association with this event.